Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained from meter memory of 141, 155, 160 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 mg/dl and 154 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 08/23/2016. Wife states customer has not changed anything in his daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: the 121mg/dl (B)(6) 2016 08:57 am fasting:yes, the 141mg/dl (B)(6) 2016 08:56 am fasting:yes, the 155mg/dl (B)(6) 2016 08:41 am fasting:yes, the 160mg/dl (B)(6) 2016 09:44 am fasting:yes, the 176mg/dl (B)(6) 2016 09:43 am fasting:yes. Memory concerns:141mg/dl, 155mg/dl, 160mg/dl, 176mg/dl. Wife states customer has not changed anything in his daily activities such as diet, exercise, or medications. Wife states customer was getting readings within the expected range when the meter first received on last month july. Customer tests fasting regularly. Customer stated has been using a different meter because is the customer's opinion that does not trust the truemetrix meter.

Manufacturer narrative:
(B)(4). Product does not return yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained from meter memory of 141, 155, 160 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 mg/dl and 154 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. Wife states customer has not changed anything in his daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Wife states customer has not changed anything in his daily activities such as diet, exercise, or medications. Wife states customer was getting readings within the expected range when the meter first received on last (B)(6). Customer tests fasting regularly. Customer stated has been using a different meter because is the customer's opinion that does not trust the truemetrix meter.